Event description:
It was reported that during a thyroidectomy, the device was cutting and coagulating very slowly. Unk how the case was completed. There was no adverse consequence to the pt.

Manufacturer narrative:
Info not available, device not returned for analysis.